Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer broken and battery contacts compressed. Ring cover and two side bail covers broken. Ring and two side bails missing. Lcd lens broken. Upper and lower cases broken. Battery release and lead flex cover contaminated.